Event description:
It was reported that during the implant of lead for a trial patient, no stimulation was obtained. The lead was repositioned 3 times and impedance checks were reported as "okay". The trial lead cable and the external neurostimulator generator were changed, but still had no stimulation. A new lead was placed and the patient was received stimulation. No patient injuries were reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.